Manufacturer narrative:
A review of the complaints database was conducted and, over the previous six months, no similar complaints were found related to this part or lot number. A review of the dhrs and inspection records was conducted and no similar concerns were found. It was noted in the description of the event or problem that the fragment was retrieved successfully. Attempts were made to obtain more information from the complainant regarding the type of medical or surgical intervention performed to successfully remove the kinked tip fragment from the soft tissues and if the issue with the device caused an injury to the patient; however, no response was received from the complainant. The returned product and no photos of the complaint product were received. Therefore, the root cause of the complaint could not be determined definitively. One potential cause of the guidewire unraveling and tearing could be that it was cut or damaged by the needle when being retracted. If the tip was cut by the needle and additional force was applied to pull it out could have caused uncoiling from the welded tip. There is a warning in the IFU which states, "withdrawal, pullback, or manipulation of the guide wire when resistance is met may cause guide wire damage, breakage, or embolization." Another warning states, "avoid withdrawing guide wire through metal needles; guide wires may shear or ptfe coating may scrape off against the needle bevel." It would appear that this was the case with this issue. No definitive root cause of the complaint was determined. If a sample is returned, the complaint will be re-opened for further evaluation.

Event description:
The complaint was received via mail from uf/importer report # (B)(4). Needle was advanced to the r.i.j (right internal jugular) lumen under ultrasound guidance dark non-pulsatile blood was aspirated. The micro puncture guidewire was then inserted but could not be advanced beyond the tip of the needle. Attempt at retracting it back was unsuccessful then, both the needle and guidewire were pulled back. The needle was taken out of the body but there was resistance to removing the guidewire fluoroscopy showed kinking of the guidewire in the soft tissues ultrasound demonstrated that the guidewire was not in the r.i.j lumen but more superficial in the soft tissues. While pulling on it, it unravelled and tore leaving the kinked tip in the soft tissues. The fragment was retrieved successfully.